Event description:
The customer reports that one patient sample generated a falsely elevated architect ipth assay result of 165.60 pg/ml, which is not consistent with the patient's clinical condition or history. The sample was then tested on another architect isystem analyzer in the lab and generated a result of 138.90 pg/ml. The customer proceeded to perform a linear dilution of the sample, which generated the following results: 2x = 113 pg/ml; 4x = 117 pg/ml; 6x = 107 pg/ml; 8x = 114 pg/ml; and, 10x = 127 pg/ml. The customer states that a value of around 70 pgml was expected. No suspect results have been reported from the lab. The patient is currently on thyradin s tablets (for hypothyroidism). There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08k25-25 that has a similar product distributed in the us, list number 08k25-27. (B)(4).

Manufacturer narrative:
On (B)(4) 2013 it was identified that the manufacture location was incorrectly documented. Please refer to manufacture report number 3002809144-2013-00058.

Manufacturer narrative:
The initial MDR documented the incorrect date received by manufacturer as (B)(4) 2012. The correct date received by manufacturer in the initial MDR should have been documented as (B)(4) 2013.